Event description:
This case has been upgraded to serious based on additional info received on (B)(6) 2012. Initial info was received from a consumer on (B)(6) 2012, plus subsequent follow-up: a (B)(6) female received poly-l-lactic acid (sculptra aesthetic) (lot # and expiration date unk) for bags and creases under her eyes. On (B)(6) 2011 she received poly-l-lactic acid around the cheek line. She initially received about 5 injections on the left side and about 3 injections on the right side of her face. The second course was "higher" and closer to her eyes, two injections on the right side, and three injections on the left side. For the first two days following each round there was some swelling/ filling but the effect disappeared both times. She reported that her eyes became bloodshot two weeks following the second course of and her eyes are still bloodshot although it comes and goes. The past few days, her eyes above the lid have swelled. She said that they look like an "inflated balloon" and that she can't see her eyelids. She said that she has three major complaints: puffiness around and redness in her eyes, with no results. She reported the "parentheses" around her mouth wer less apparent following poly-l-lactic acid even though the poly-l-lactic acid was injected elsewhere. She reported she was not getting any more poly-l-lactic acid injections. No further relevant info reported. Additional info was received from the consumer on (B)(6) 2012: upgraded case to serious, new event and symptom were added. Narrative updated.

Manufacturer narrative:
Pharmacovigilance comment: (B)(6) comment (B)(6) 2012: this consumer experienced bloodshot eye following the injection of sculptra that was too close to her eyes. The safety of sculptra injection in the peri-orbital area has not been studied. Detailed info on the injection and predisposing factors (medical condition and any concomitant medications) is needed for a further evaluation.